Event description:
During evaluation of a returned homechoice automated pd set with cassette, damage was found; the cassette had an incomplete weld. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The sample was returned dry, unused, in an open pouch, and with the original cap attached to the connector. A visual inspection with the naked eye noted an incomplete weld on the cassette. The cause of the condition was related to the welding process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.